Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 10 months and 2 weeks following the implant of this transcatheter bioprosthetic valve, the patient was found on the floor of a nursing home with a poor complexion. No pulse could be found and chest compressions were initiated. An automated external defibrillator was used and emergency services were called. At the hospital additional life-saving measure were taken however, it was determined that further resuscitation would be difficult. The patient's death was confirmed the same day. A blood test revealed an increase in inflammatory response indicating the cause of death was sepsis.